Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00755.

Event description:
The patient was undergoing a coil embolization procedure in the brachial artery using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through the lantern and, therefore, the ruby coil was retracted. While retracting the ruby coil, it unintentionally detached inside of the microcatheter. Therefore, the lantern was removed containing the ruby coil. The procedure was completed using new ruby coils with a new lantern. There was no report of an adverse effect to the patient.